Event description:
It was reported to boston scientific corporation that a (B)(4) radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6) old, female patient). According to the complainant, after turning on the generator, an abnormal sound emanated from the speaker. The procedure was able to be completed using this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The rf generator underwent an electrical safety examination ((B)(4)) which included leakage current measurements (patient leakage, earth leakage and outer packaging leakage), earth resistance, input current measurement and drop test without issue. Additionally, performance testing and display checks revealed no apparent issues. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4) (unknown sound). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4)

Event description:
It was reported to boston scientific corporation that a rf3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), female patient). According to the complainant, after turning on the generator, an abnormal sound emanated from the speaker. The procedure was able to be completed using this device. There were no patient complications reported as a result of this event.